Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't found any regarding lot number 10036050. Checking the quality databases did not reveal any anomaly in relation to the described defect. In march 2025, we received one used dismantled dormia, but the different components were not broken. Furthermore the blue sheath was damaged in several places, as if the sheath had been pinched and crushed in places and damaged by rubbing on the basket side of the dormia. Note: the dormia is a fragile instrument which must be handled with care. However, our documentation reveals a 100% inspection is performed following our work instruction and inspections are documented: control realized at 100% after the assembling: each step of the process. Functionality (open/close) verified. After the packaging, visual controls at 100% , we can say with certainty that the product met the sfication at the time of delivery. During the packaging, an opening and closing test is performed three times and a checking that the basket is fully extended is performed. The dormia is packaged with the basket opened. A rmf evaluation was performed based on criq269 - risk identified 11354, 11355b, 11359 (hazardous situation: basket cannot be opened/closed several times - metallic part breaks)- the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the basket broke inside the patient and was left inside. The outer blue cover came loose. No consequences for the patient.

Event description:
According to the available information, the basket broke inside the patient and was left inside. The outer blue cover came loose. No consequences for the patient.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't found any regarding lot number 10036050. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.